Event description:
It was reported the ultrasonic bronchofibervideoscope image was half frozen when they connected the scope to the processor. The issue occurred during an unspecified procedure. The procedure was successfully completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.